Event description:
This MDR is being filed retrospectively based on a recent review of compliment files. Pt experienced chills following hemodialysis therapy. The dialyzer was at 3rd use. The pt is all right after given antibiotic.